Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received 4-reliability laboratory technician not applicable -st. Jude medical reliability laboratory no complaint was received with return of the device. Failure (event) observed during analysis. Analysis observed insulation abrasion caused by friction to another device. The lead exhibited normal electrical characteristics.